Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the cataract surgery with intraocular lens (iol) implant procedure, the trailing haptic was straight and surgeon decided to implant the iol. The leading haptic and the optic was in the eye, but the trailing haptic was stuck inside the delivery system, was able to unstock it and complete the surgery on the same day. Additional information has been requested.